Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported, that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 52 mg/dl, while wearing the pod between 4 and 24 hours. The patient reports, they had lost consciousness and had fallen. Upon arrival of the ambulance, the patient was treated with glucose tabs. Once at the hospital, the patient was given peanut butter and snacks as well as 3 meals. The patient had blood work performed. The patient was prescribed medication. The patient was released from the hospital the same day.